Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018. (B)(4). Philip's international service technician replaced the touchscreen. The touchscreen was calibrated and the device was returned to full functionality.

Event description:
The customer reported that the touchscreen was broken. There was no patient involvement. The event date was not specified; estimate used.